Manufacturer narrative:
Manufacturer's reference number: (B)(4). Implant date: exact date is unknown, but filter was placed in 2008. Explant date: the device remains inside patient's vena cava. The investigation is in progress.

Event description:
Description according to complainant: attempted to remove the filter via endovascular approach but the hook was embedded in the caval wall. Because of the perforated struts and embedded hook, loop snare technique unsuccessful. The cava was constricted upon beginning the removal attempt making it difficult for any catheters and wires to get through the struts and to snare the wire. After attempting to remove the filter via endo approach, made the decision to try to surgically remove the filter. Deemed unsafe due to abundance of venous collaterals covering cava and filter and thus decided to abort. Patient is asymptomatic related to the device and the device remains inside his vena cava for now.